Event description:
First one drifted - 7mmhg (negative) within 24 hrs. Second one drifted - 10mmhg (negative) within 4 hours. Pt did not get optical care, could not measure pressure. Add'l info from customer stated: customer is questioning catheter readings. Went from 20 to zero(0) within 15 minutes. Catheter was pulled and a 2nd one was placed with the same results.

Manufacturer narrative:
Catheter: drift was not verified, particulate matter was found in the housing which most likely caused transducer shock and temperature sensitivity. As a result of this the transducer value would not stablize; therefore , a drift test could not be performed. Catheter: three drift tests were conducted on this catheter. Drift was verified during the first test (-7mmhg in 43 hours); drift was within specification on the second test (.5mmhg in 55 hours); drift occurred slightly on the third test (2.5mmhg in 7 hours, then was stable through the remaining 93 hours of testing.)